Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a system revision took place due to an infection. Although the rest of the system was explanted, this right ventricular (rv) lead remains surgically abandoned in the patient. No additional adverse patient effects were reported.